Manufacturer narrative:
There was no patient involvement. (B)(4). The device was returned further evaluation. The evaluation is in process. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 double mast roller pump intermittently displays an error message during priming. There was no patient involvement.

Manufacturer narrative:
The defective device was returned to livanova (B)(4) for investigation. During the investigation, the reported issue could be reproduced and could be traced to two defective s3 double head pumps. The service replaced both s3 double head pumps and a pump cover to resolve the reported issue. Further subsequent testing found no additional issues. A technical safety inspection was performed successfully and the device was returned to the customer.